Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of the device and no deficiencies were observed. A functional evaluation revealed the ballast fan stops after power up. No overheating message was observed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with component failure. Factors, unrelated to the manufacturing and design of the device that could have contributed to the reported event, include a defective circuit board or other component. When a fan stops there is the potential for the internal temperature of the device to rise. When an internal protective temperature limit is reached, there is an automatic turn off of the lamp.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the fans of the light source were not working and the device was overheating. No case reported; therefore, there was no patient involvement.